Manufacturer narrative:
Concomitant medical products: evolutr-34-us, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was alerted and undefined high impedance was noted on the right ventricular (rv) lead. A possible lead fracture was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.